Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2024, the patient¿s cgm was reading 335 mg/dl, and the bg meter was reading 458 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms were reported; however, it was stated the patient did not experience any injury related to this event. The patient was hospitalized due to the hyperglycemia and was treated with insulin injections and IV saline. It was not specified how long the patient was in the hospital prior to discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. On (B)(6)2024, the patient¿s cgm was reading 335 mg/dl, and the bg meter was reading 458 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms were reported; however, it was stated the patient did not experience any injury related to this event. The patient was hospitalized due to the hyperglycemia and was treated with insulin injections and IV saline. It was not specified how long the patient was in the hospital prior to discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.